Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope experienced the entire image dropping out and go black when the dr. Would attempt to insert the scope into the tube, or when manipulating the distal end. The event occurred during the procedure. The patient was under anesthesia and there was a 20-minute delay. The procedure was cancelled. There was no report of patient harm associated with the therapeutic event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation of flickering image, no image was confirmed due to damage on the charged coupled device unit. Additionally, leakage was found around the bending section cover. The plastic distal end cover had scratches. The plastic distal end cover insulation had leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the rubber had leakage during user handling and water invaded the device. It caused abnormality in electronic components and screen went black when scope was inserted during procedure. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.